Event description:
(B)(4) became aware that an attorney has filed a lawsuit in the (B)(6) claiming that his client had suffered toxic shock syndrome after using a playtex sport tampon. The complaint alleges that a (B)(6) consumer used a playtex sport tampon on or about (B)(6) 2010, and on (B)(6) 2010, she came down with flu-like symptoms. The complaint further states that on or about (B)(6) 2010, the consumer became increasingly ill and developed other symptoms. It says her parents immediately took the consumer to the emergency room where she was diagnosed with toxic shock syndrome and was admitted to the hospital where she was treated in the intensive care unit for five weeks.